Event description:
It was reported the patient received the following results within 15 minutes using the aviva meter: 501 mg/dl at 6:19 pm - aviva. 210 mg/dl at 6:32 pm - aviva. 88 mg/dl at 6:35 pm - aviva. 170 mg/dl at 6:36 pm - aviva. 290 mg/dl at 6:38 pm - aviva. The user called the emts due to the deviating readings obtained with the aviva device, and they tested on a professional meter at 6:50 pm, resulting in a value of 290 mg/dl.